Event description:
It was reported that this right ventricular (rv) lead presented high capture threshold and loss of capture one day after it was implanted, due to it a suspected dislodgement with x-ray imaging not been conclusive. The lead was repositioned and remains in service. No additional adverse patient effects were reported.